Manufacturer narrative:
The reported event of the controller getting wet was not confirmed and no atypical alarms were reproduced during analysis of the returned system controller. The downloaded log file contained approximately 8 hours of data (B)(6) 2019: 03:43 ¿ 12:14, per the time stamp). Starting on (B)(6) 2019 at 06:01, the controller recorded numerous intermittent power cable disconnect as well as low power advisory alarms while the controller was connected to the external batteries. The atypical alarms were associated with momentary drops in the rsoc voltage signals while the controller was connected to the external batteries and mostly occurred on the black power cable. The observed alarms did not affect the controller¿s ability to operate the pump at the set speed and appeared to be related to a potential connection issue between the clips and batteries; the observed alarms are not related to the reported event of the controller getting wet. The end of the log file appears to have captured the driveling being disconnected and the controller being powered down following the controller exchange. Despite these events, no other atypical events or alarms were captured in this log file and the pump appeared to function as intended, operating above the low speed limit while the driveline was connected. The returned system controller (serial number: (B)(4), backup battery sn: (B)(4) was functionally tested using laboratory test equipment and found to operate as intended during testing. The returned system controller was able to support a mock circulatory loop at the set speed for an extended period of time without any atypical alarms or events being active. Following the functional testing, the returned system controller was disassembled to have access to the internal components. Visual inspection of the returned system controller revealed that the controller¿s pcbs as well as the internal components were unremarkable; no damage or signs of fluid ingress were noted. As a result, the reported event could not be confirmed and a root cause could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during a shower the controller was not protected and got wet. Afterwards the controller started to alarm. The controller was exchanged and no further alarms occurred. No further information was provided.